Manufacturer narrative:
Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Upon visual examination, the device appears intact. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, product evaluation was precluded from further evaluating the device. Complaint was not confirmed. The DHR was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a mentor tissue expander 400cc breast prosthesis would not deflated correctly as the physician tried to use it. At the time of this report, mentor has received no information regarding patient consequences.